Event description:
Procedure: laparoscopic gastric bypass. According to the reporter: suturing was difficult and the surgeon toggled back and forth and created a running stitch and the black button prematurely released. The jaws opened and the needle fell into the patient's cavity. There was no ill effect to the patient, no blood loss, and no tissue damage.

Manufacturer narrative:
(B)(4).